Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislocated during implant procedure. Repositioning of the lead was attempted but unsuccessful. The lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.